Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, the tip of the scorpion needle, ar-12990n, broke off. This was noted after use by a surgical tech. The surgeon surveyed the area with the camera and was unable to find the missing tip. There was no apparent injury to the patient; however, surgeon was unable to recover broken tip.